Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found the instrument tube adapter to be broken at the distal end. The broken pieces measuring approximately 0.063" x 0.074" and 0.065" x 0.096" in size were not returned along with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the distal tip of the single port (sp) monopolar curved scissors (mcs) instrument was damaged upon inspection. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the sterile reprocesseror indicated that the instrument tips may either have a bad wire or was bent.